Manufacturer narrative:
Received 3 way catheter for evaluation. The reported event was confirmed as cause unknown. The exterior of the sample was visually inspected and did not find any evidence of a failure that would support the reported event. A slight external dent mark was noted on the catheter shaft but no pinch was observed at the location of the dent mark. The following functional testing was performed: tested using lab syringe, unable to inflate the balloon with 10cc of water. Instead, the inflation funnel filled with water and ballooned out. Deflated and repeated using quick fill technique and achieved the same result. Cut the catheter after the dent area and inflated the balloon with 10cc water using lab syringe and the balloon inflated and deflated without difficulty. No leak was observed. Cut the catheter on the dent area and observed under microscope, looks like the dent caused from outside. The following dimensional measurements were found: eye snip length 3/32¿, eye snip width 2/32¿, eye snip distance from distal cuff 10/32¿, eye snip distance from proximal cuff 12/32¿, rubberize thickness 10 thou, reinforcement 154 thou, inflation funnel thickness 152 thou, balloon thickness (average) 23.5 thou, inflation lumen coverage 8 thou. The evaluation verified that the deformed/dent shaft, caused the balloon to be difficult to inflate with water. The dent looked like it was caused from an outside source. The exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "(6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. Malfunction: catheter kinking, damage, rupture, difficulty or failure to remove the device, occlusion of catheter inner lumens, encrustation, accidental removal of the device due to leakage of sterile water or balloon rupture, calculus formation, edema, pain, discomfort, injury of bladder or urethral, urethritis, urinary incontinence, retained balloon fragments". (B)(4).

Event description:
It was reported that water wouldn't be injected into the balloon in use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water wouldn't be injected into the balloon in use.